Event description:
This case was initially received via regulatory authority ansm (B)(4). This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3, normal delivery, spontaneous abortion and termination of pregnancy - elective. In (B)(6) the patient had essure inserted. In (b))(6), the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fatigue ("chronic fatigue that is worse and worse"), abdominal pain upper ("stomach ache"), speech disorder ("speech disturbance"), myalgia ("muscle pain"), eye pruritus ("itchy eyes (feeling of sand in eyes)"), foreign body sensation in eyes ("itchy eyes (feeling of sand in eyes)"), burnout syndrome ("burn-out, which worsened from day to day") and allergy to metals ("allergy test found intolerance to nickel, chrome and cobalt"). On an unknown date, the patient experienced adenomyosis ("adenomyosis") and fallopian tube disorder ("minor histological changes to tubal structures"). The patient was treated with surgery (conservative total hysterectomy with bilateral salpingectomy for removal of inserts was performed). Essure was removed. At the time of the report, the abdominal pain, fatigue, abdominal pain upper, speech disorder, myalgia, eye pruritus, foreign body sensation in eyes, burnout syndrome, allergy to metals, adenomyosis and fallopian tube disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, allergy to metals, burnout syndrome, eye pruritus, fallopian tube disorder, fatigue, foreign body sensation in eyes, myalgia and speech disorder to be related to essure. The reporter commented: has consulted for the problems in the past 5 years, however, she is now convinced that her health status is worsening with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: intolerance to nickel, chrome and cobalt on an unspecified date - pathological anatomy examination of operative specimen found adenomyosis and only minor histological changes to tubal structures. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: abdominal pain. The analysis in the global safety database revealed 1.153. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the consumer or regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.